Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed during implantation. The lead pin was removed and reinserted multiple times and the physician noted come resistance when initially inserting the lead, but high impedance remained. A test resistor was then used to check the generator, and the impedance was within normal limits, ruling out a generator issue. The lead was then replaced with a new lead, and the impedance was fine. The removed lead was checked and there was no visual damage. The suspect device has not been received by product analysis to date. No other relevant information has been received to date.